Event description:
It was reported that during use, the pump shut off. Per the reporter, when the patient presented to the clinic, there was approximately 39ml of medication remaining. The reservoir volume had been 92ml and programmed to deliver 2ml/hour for 46 hours. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other, other text: d3, g1,2 email is: (B)(4) no product was returned. The investigation determined the most probable cause to be the main board, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.